Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pocket was opening incorrectly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) reviewed both system and station logs but found no issues. Multiple attempts were made to contact the customer for additional details regarding the affected pocket or medication identifier; however, no response was received. Due to the lack of customer updates, the case was proceeded with closure.